Manufacturer narrative:
(B)(4). The peritonitis and sepsis were reported to have occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequent sepsis event coincident with peritoneal dialysis therapy. On an unreported date three months prior to the report, the patient was hospitalized for the peritonitis and sepsis events. The cause of the sepsis was reported to be the peritonitis and the cause of the peritonitis was unknown. Treatment for the events was not reported. On an unreported date in the same month as the events, dianeal therapy was discontinued, the patient's pd catheter was removed, and they were placed on hemodialysis. At the time of this report, the patient had recovered from peritonitis and sepsis events. No additional information is available.